Event description:
Hcp reported pt fell from wheelchair and disrupted connection of catheter to pump. A catheter contrast study showed contrast in pump pocket. Post dye study pt became unresponsive due to possible baclofen overdose with weakness and numbness in left arm, hypotension, and visual disturbances. Pt admitted to hospital where they regained consciousness. Pt had revision of catheter and is doing fine.